Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was "broken", and the pump battery intermittently could not be charged properly without the customer holding the usb cable in place. A description of how the usb port was "broken" was not provided; however, it was thought there was no physical damage present. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.